Event description:
Information received from the patient reported that they had a car accident and their back was hurting since. It hurt in the implantable neurostimulator (ins) area. They did an x-ray to scan her back but not to diagnose the ins but was concerned about their ins. They had a feeling the healthcare provider (hcp) would maybe want to do more tests. Test compatibility was reviewed. The car accident occurred on (B)(6) 2016 and the back pain was sudden. Additional information received from the patient on (B)(6) 2016 reported that they were not getting good pain coverage, especially when lying down. The patient stated that they can¿t seem get the settings right. They noted that they turned the stimulator off because the ¿can't get it right and its either too high to where it vibrates her¿ and ¿that if it was too high she couldn't sleep.¿ it was reported that the patient had a motor vehicle accident that could be related to the issue. The patient confirmed that the accident was not related to the device but afterwards they had issues with the ins ¿not setting correctly.¿ they had met with the manufacturer¿s representative to get it adjusted but didn¿t get it adjusted for when they were lying down. The patient stated that they were ¿trying to get it set right but she couldn't seem to get it right so she had been in to get injections in her spine for the pain which helped some¿. They still could not get the stimulation set right. The patient had a hard time sleeping and took sleeping pills. When the patient turned the stimulation down it ¿doesn¿t feel right.¿ the patient had an appointment with their managing physician and the manufacturer¿s representative tomorrow. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.